Event description:
Company representative reported an incident of where the stroller handle "knuckle" inexplicably broke off. No reported injury.

Manufacturer narrative:
(B)(4) model solara 3g, serial number/date (B)(4) is approximately 7 months old. The owner's manual part number 1154295, rev.c(dec-10), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. A call was placed to the dealer; however, no further information was received on the consumer's age, height and weight and the consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction is not confirmed.